Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula kinked events on (B)(6) 2024. Event occurred within three hours of insertion site was at abdomen. Blood glucose levels were 280-290 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1913875 - MDR 3003442380-2024-14688 - device 2 of 2.